Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "8.9 mmol/l" compared to"6.7 mmol/l" compared to a laboratory device, performed within 10 minutes of each other and an alleged high result (unknown) result on the subject meter compared to an unknown result on another meter. . This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.